Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
During the office visit, it was observed that the device could not be interrogated, and displayed a message, searching for device. The patient reported flying to florida about four months ago. He has not been feeling well since then. The physician decided to explant the device.

Manufacturer narrative:
The loss of communication was due to a depleted battery. The battery was returned to the vendor for destructive analysis. The battery was found to have an internal anomaly that caused internal loading and depletion. The device was analyzed with a new battery and found to be normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.